Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. In the absence of a returned product, an investigation has been performed. The most probable root causes associated with this failure mode are disconnected, faulty, or damaged components; software/data corruption; or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system, and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/deficiency. If a product defect/deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/risk ratio. At this time no product has been returned and a valid serial number for the product was not provided. Shelf life studies, clinical studies and product monitoring & dose audits were performed during product development and on market performance continues to be monitored via stability, clinical trials and product monitoring/dose audits as a part of on market performance monitoring process. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low glucose alarm did not sound and the customer was unaware of changes in glucose levels. As a result, the customer experienced a loss of consciousness. The customer was unable to self-treat and received health care provider (hcp) administration of insulin (dose/type unspecified) injection. There was no report of death or permanent impairment associated with this event.